Manufacturer narrative:
No pt injury reported. A gambo field rep checked the machine and found checksum error alarm on power up and access pressure pod was not holding pressure. He replaced monitor board and access pressure pod. He calibrated and tested scales and pressures and performed simulated run.